Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut out if the baton is flexed between the handle and the light source. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.

Manufacturer narrative:
The customer was provided replacement glidescope avl video baton 3-4. The video baton was returned to verathon for evaluation. The technical service representative confirmed the image was intermittent when the flexible tubing is manipulated. In addition, during the evaluation it was noted that camera was broken at the flexible portion of the video baton and the camera lens cover was cracked. Since the customer received a replacement video baton and there are no repairs available, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.